Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results generated for a 20-year-old male patient sample. The following data was provided (customer¿s reference range 21-73 pg/ml): sample ID (B)(6), initial result = 6000 pg/ml, repeat result = 5800 pg/ml. 2 hours later a new sample was obtained and result = 0.4 pg/ml first sample also repeated at this time and result = 0.4 pg/ml . No impact to patient management was reported.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results generated for a 20-year-old male patient sample. The following data was provided (customer¿s reference range 21-73 pg/ml): sample ID (B)(6), initial result = 6000 pg/ml, repeat result = 5800 pg/ml. 2 hours later a new sample was obtained and result = 0.4 pg/ml first sample also repeated at this time and result = 0.4 pg/ml . No impact to patient management was reported.

Manufacturer narrative:
Additional information in section d10 - concomitant product and h4 - device mfg date the field service representative (fsr) inspected the instrument, performed multiple troubleshooting procedures, and found the sample arc, probe was misaligned and had buffer crystals coating it. The arc, probe was replaced which resolved the issue. The instrument service history review for (B)(6) revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect i1000sr did not identify an increase in complaint activity associated with the complaint issue. A review of tracking and trending for the arc, probe did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any non-conformances or potential non-conformances associated with the complaint. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect i1000sr for serial (B)(6), or the arc, probe, were identified.